Event description:
The pt expired in 2008. The patient's daughter called tsv inquiring about the analysis of this device. This device had not been previously reported to tsv. Per patient's daughter, the following physician's office wanted an analysis of this device to be sure the device was returned on at the time of death. The funeral home was supposed to return the device to biotronik. Per the funeral home, this device has most likely been shipped to biotronik recently, or the device was previously discarded. Per the following physician's office, they would like to see any strips or stored episodes from around the time of the patient's death, to be sure that the device was functioning properly. No autopsy was performed, and the following physician does not believe the death was device related.